Manufacturer narrative:
(B)(4). The stent remains in the patient and was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 4.0x18mm xience xpedition stent was successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2016, the patient was hospitalized for chest pain. Severe ostial and mid rca stenosis was noted. Another stent was implanted as treatment in the proximal rca. It is unknown if there was re-stenosis within 5mm of the xpedition sent. The patient was placed on aspirin and plavix. The event resolved without sequela and on (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.